Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and image review. The image review confirmed appropriate placement of a celect platinum filter in an infrarenal location without evidence of significant tilt or immediate penetration. However, one year later the filter was in a stable position, but three primary filter legs demonstrated grade 3 interactions with the wall of the ivc with the posterior leg abutting the vertebral body and the anterolateral legs abutting the duodenum. One primary filter leg demonstrated grade 1 interaction with the ivc wall. All 8 secondary legs demonstrated grade 1 interactions with the ivc wall. The ivc measures 19.1 x 16.5 mm at the insertion point of the filter legs. It is noted that the patient is asymptomatic. The exact reason for the filter legs to perforate the ivc cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient had a celect® filter placed. Primary reason for the filter placement was no venous thromboembolism (vte) present, but at risk for vte due to recent trauma and surgery. The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 22.1 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 9.7 degrees. On (B)(6) 2016, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 5.5 degrees and 8.3 degrees in the lat view. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2017, the three month follow-up clinical assessment was completed and no device related adverse events were reported. On (B)(6) 2017, the patient complained of abdominal pain. No treatment was required. On (B)(6) 2017, the six month follow-up telephone call was completed and no device related adverse events were reported. On (B)(6) 2017, the twelve month clinical assessment was performed. The filter was not scheduled to be retrieved due to upcoming orthopedic surgery. No device related adverse events were reported. On (B)(6) 2017, the twelve month x-ray, ultrasound, and CT were performed. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. The ultrasound revealed no evidence of thromboses in the lower extremities. The CT of the abdomen revealed no evidence of filter embolization and a grade 1 filter leg interaction with the ivc wall. Analysis of the x-ray, ultrasound, and CT is not available. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 19oct2017: analysis of 12-month x-ray revealed 8.8 degrees of tilt in lat view and 2.6 degrees in the ap view. There was no evidence of filter fracture, embolization, deformation, or migration. The ultrasound revealed no evidence of thrombus in the lower extremity veins. The ivc and pelvic veins were not assessed. Analysis of 12-month CT scan revealed no evidence of filter embolization. There were 8 filter legs with grade 1 interaction with ivc wall and 3 filter legs with a grade 3 interaction with the ivc wall that affected the duodenum and a vertebral body. There was no evidence of hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture sites. The angle of filter tilt in the sagittal plane was three degrees and one degrees in the coronal plane.